Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured and released within specifications. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints related to the production order revealed no other complaints for the production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye due to refractive surprise, glare and blurry vision. The lens was replaced with the same model, a smaller, 22.0 diopter. There was no patient injury reported. Post op initial implant the patient's visual acuity (va) was 20/25-2 on (B)(6) 2016 and 20/60 on (B)(6) 2016. Patient outcome was 20/40 on (B)(6) 2016 patient was 21/50 on (B)(6) 2016.